Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep ordered the part. However, the repair information is unavailable. The service rep stated that the system was tested and operates as intended.

Event description:
The customer reported a generator error message on the 8800 system. No pt injury was reported.